Event description:
It was reported that the right ventricular lead triggered a lead integrity alert for high impedance and oversensing. There pace/sense portion of the lead showed fluctuating impedance. The pace/sense was capped and was replaced with a new lead. The therapy portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.